Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported a low blood glucose (bg) level of 24 mg/dl. Reportedly, the customer drank juice and was given glucose by paramedics to address the bg level. The transmitter ultimately regained connection to the pump. No additional patient or event information was available.